Event description:
Customer reportedly obtained results of hi (greater than 600mg/dl), 300mg/dl, lo (less than 10mg/dl), 146mg/dl, 182mg/dl, and 174mg/dl on the active system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.